Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurement greater than 2000 ohms and the electrode end was physically damaged. The lead was then surgically abandoned and was replaced. No additional adverse patient effects were reported.